Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2024, the patient started having signal loss which continued into the next day. On (B)(6) 2024, in the afternoon, the patient suddenly felt dizzy and had a headache. She called emergency medical service (ems). Ems arrived and took her blood glucose (bg) meter reading, which was reported as low, but no specific value was reported. She was then transported to the emergency room (ER). At the ER, the patient was given orange juice as treatment. No other medication or treatment was specified. On (B)(6) 2024, the patient called in to check on the status of the replacement and confirmed that she was discharged home (4 days after the initial report date). At the time of the follow up, the patient's bg meter reading was 186 mg/dl. The patient was in ¿stable¿ condition at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.